Event description:
In 2006, the lay pt contacted lifescan alleging that she was unable to set the code on her one touch ultra meter. The medical affairs specialist (mas) left phone messages for the pt on two different days, at different times. The mas sent a letter to the pt 4 days later. The following information was provided during the initial call to lfs: the pt was dizzy and shaking and said she "felt like she had low blood sugar symptoms" at the time of concern. She took no action to affect her blood glucose level following attempted use of the meter. She went to the ER. A result of 355 mg/dl was obtained on the ER hosp meter at 9:00 pm 4 days ago. The pt was treated with insulin; the insulin type and dose were not provided. Thept was kept overnight at the hosp. No information was provided regarding the pt's diabetes treatment regimen. The customer service agent (csa) confirmed that the pt had been under to code the reporter meter. The csa walked the pt through resolving the issue. The meter, test strips, and control solution were replaced. The complaint is reported because the pt was apparently unable to test with the meter while she was unable to code the meter. She had symptoms with hyperglycemia, received insulin treatment in the ER, and remained hospitalized overnight.